Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with the distal end of the stent implant expanded for a length of 2 cm. The distal outer sheath was wrinkled. The handle was in the locked position and the rack was in the distal position which would be expected for a sess that had not been deployed. Factors that can contribute to distal shaft wrinkle damage and premature deployment include, but are not limited to, manufacturing, gripping both the tip and the tip mandrel during tip mandrel removal, insufficient support during device preparation, interaction during loading onto the guide wire, interaction with the introducer sheath valve during insertion, or interaction with other products. During production, all sheath stents are visually inspected for stent location between the markers and to ensure the stent is fully covered within the distal sheath. All shafts are visually inspected for damage/kinks. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. The combination of both the wrinkled outer member and the premature stent deployment of the stent inside the introducer sheath suggests that the tip may have caught on the introducer sheath valve during insertion. The premature stent deployment and wrinkled outer member appear to be procedural related. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.

Event description:
Device malfunction: premature deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a procedure of an unspecified vessel, the absolute pro prematurely deployed within the sheath in the anatomy. The device was removed and a second absolute pro was implanted successfully. There was no adverse patient effect. Though requested, no additional information was provided.